Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to implantation, the extension and retraction of the helix was tested and the helix was unable to extend properly. The lead was not implanted.

Manufacturer narrative:
Analysis was normal. No anomalies were found.